Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e232 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot e232 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak, and no trend was detected for this category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction, pressure dome membrane leak. Since the pressure dome membrane leak is associated with the kit, only one MDR will be filed for this case. Investigation complete. (B)(4).

Event description:
Customer called and reported a pressure dome membrane leak. Customer reported that the system pressure membrane popped out of the dome which produced a blood leak. 444 ml of whole blood was processed in double needle mode. Blood was not returned to the patient. Uvadex was not injected. Patient was in stable condition. Customer will not return the kit for investigation.